Event description:
The ortho summit sample handling sys instrument did not pipette sample and reagent and did not generate an error message. No death or serious injury was associated with this incident. This report corresponds to ortho clinical diagnostics inc. (B) (4).

Manufacturer narrative:
The field service engineer (fse) reviewed the issue with the customer and customer has taken instrument out of service. Customer has requested equipment replacement and will not place instrument back into use.